Event description:
During the transport of the ventilator, the humidifier bracket was not fully attached to the rail mount and when moving a patient, the humidifier bracket fell off of the ventilator. The expiratory limb of the circuit was momentarily disconnected from the expiratory cassette. There was no patient harm. (B)(4).

Manufacturer narrative:
According to the information received from the fse (field service engineer), the humidifier bracket got loose during transport and fell off during patient treatment causing the expiratory cassette getting disconnected from the humidifier bracket circuit. Securing the humidifier solved the problem. No logs provided. No parts were replaced in the system. The root cause of the reported event is attributed to user error.

Event description:
Manufacturer ref. #: (B)(4).